Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) developed a hematoma in the device pocket. The patient was hospitalized, given antibiotics and surgical intervention was undertaken to evacuate the pocket. This product remains in service. No additional adverse patient effects were reported.